Event description:
Revision surgery revealed loosening of the femoral stem.

Manufacturer narrative:
Summary of eval: the device has not been returned to co, as the pt requested to keep the implant. Requests to obtain the device and device lot codes was unsuccessful. An evaluation of this event cannot be performed, and the info provided is insufficient to determine the cause for this event.